Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2018.no additional event or patient information is available. The complaint sensor was returned for evaluation. The device was visually inspected and no defect was found. The complaint of a needle retraction issue could not be confirmed. The probable cause could not be determined via product.